Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported a company representative met with the patient and was unable to establish communication between the patient's ipg and external devices. The patient had not recharged his ipg in approximately 8 months. And the patient was without stimulation. The programmer also reflected an error message. Consequently, the patient underwent surgical intervention wherein the ipg was explanted and replaced with a different model. Effective stimulation was restored following the procedure.